Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f16 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific that the two advanix biliary stents, sizes 7fr 12cm and 7f 15cm were implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The exact event date is unknown. The patient has a history of cirrhosis and oriental cholangiopathy with large intrahepatic stones. During emergent follow up, on (B)(6) 2023, the advanix biliary stent 7fr x 12cm has remained in the duct without any problem; however, the advanix biliary stent 7fr x 15cm had migrated distally into the duodenal wall and perforated the duodenum. An unplanned stent removal was performed. The migrated stent was retrieved using a snare and the perforated duodenal wall was treated via closure with a mantis device. There was no new stent implanted. On (B)(6) 2023, the patient was discharged. The patient's outcome was reported to be fully recovered.